Manufacturer narrative:
Missing lcd window noted. Cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was damaged. The plastic screen fell off. The visible part came off. His blood glucose level was 121 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.